Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A nurse, calling on behalf of the customer, reported a frozen display and unresponsive buttons. The nurse also stated that she treated the customer with a manual injection for his blood glucose reading of 483 mg/dl. Troubleshooting was performed, and the buttons remained unresponsive. The time on the screen was advancing. Advised the caller that the insulin pump would be replaced. Nothing further was reported.